Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for the patient's supra ventricular tachycardia (svt) and also delivered an inappropriate shock. The clinician noted that the patient has a history of inappropriate shocks. The clinician is increasing the patient's rates zones. At this time, no additional adverse patient effects have been reported. This product remains in-service.